Manufacturer narrative:
Patient was given topical vitamin c and skin-lightening products as intervention medication for post care treatment. Treatment parameters were not followed per clinical guidelines, so user error contributed to this incident. Hyperpigmentation is an expected side effect from laser treatments, however this is reportable because the patient received intervention medication for this event. Patient is now healing well. Customer site declined a device evaluation from cynosure, but informed that the device was operating without any problems. Customer declined and user error.

Event description:
Patient had intervention medication for the hyperpigmentation that developed on its face.